Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the "machine kept shutting down." It was clarified that "machine" meant the implantable neurostimulator (ins). The ins had not been holding a charge very well either. Her ins was old and the patient believed the ins needed to be replaced. She was going to follow up with the healthcare professional (hcp) and request the hcp to set up an appointment to see a manufacturing representative (rep) regarding the issues. No symptoms reported. Further follow-up is being conducted to determine what circumstances led to the issues, if any symptoms were experienced, and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.